Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend (vse) instrument to perform failure analysis. Per isi's follow up with the reporter, the instrument was thrown away and would not be available for return. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned or if additional information is received. An advanced technical review performed for the vessel sealer extend instrument associated with this event showed that the first vse used in the procedure was (B)(4). It was installed once and completed homing and performed various cuts and seals. All cut events were completed, and all seal events did not generate errors. There were no errors in the logs related to vse usage. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered as a reportable event due to the following conclusion: it was reported that the instrument jaws were clamped and could not be opened with the use of the emergency grip release function. The surgeon decided to cut around the jaws using the monopolar curved scissor. No bleeding or oozing was observed and no medical intervention (e.g., suture, clips, cauterization) was required. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument was clamped and would not open. The intuitive tech support engineer (tse) attempted to walk the staff through a manual grip release, but the surgeon elected to cut around the tissue that was stuck in the jaws, and removed the instrument. Intuitive surgical inc. (Isi) contacted the robotic coordinator, who confirmed the following information that has been discussed with the surgeon. The first vessel sealer extend (lot number l12221018-0146) was the instrument that had the issue. The vse was working fine at the beginning with cutting and sealing as intended. The jaws of the vse were then stuck on a vessel on the bladder flap during sealing and would not open. No error messages were received. Grip release was attempted but was unsuccessful. The surgeon decided to cut around the jaws using monopolar curved scissor. It was confirmed there was no bleeding or oozing that required any kind of medical intervention such as sutures, clips or cauterization. According to the surgeon, "it was a vessel with surrounding tissue that's nothing structural". Patient was recovering well with no post-operative complications. It was confirmed that the vse instrument has been thrown away and will not be available for return.